Manufacturer narrative:
Are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device could not be interrogated. The physician keeps getting the message "no active telemetry". The device had been reprogrammed in preparation for a procedure. After the procedure, the device could not be interrogated. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.